Event description:
Reportedly, fluid removed jumped up by 2 liters: scales re-calibrated.

Manufacturer narrative:
Evaluation summary: checked system test - passed. Scales out by 10g - recalibrated - satis - watched scales with weights ok.